Event description:
During a hemicolectomy procedure, the device had been reloaded but after stapling, the surgeon realized that hemostasis had not been achieved because there were no staples present. The surgeon reloaded device and this time hemostatsis was intact. There was no pt consequence.